Manufacturer narrative:
Date infection began is not known. (B)(4) lot number unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Hospital contact last name is not available without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a revision surgery on (B)(6) 2017 for tibial nail and screw removal due to infection. The hardware was removed, and the wound was irrigated using the ria (reamer-irrigator-aspirator) and antibiotic. The bone was fused, so no new fixation was implanted. The patient responded well to treatment. This report is for one (1) 5.0 mm locking screw. This is report 1 of 5 for (B)(4).